Event description:
A systemic infection was reported. The system was explanted, though the distal portion of the leads could not be removed. No further patient complications have been reported as a result of this event., infection

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.